Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during a routine follow up the device's battery longevity had changed from 12 years to 6 months remaining within 6 months from the previous follow up. Premature battery depletion was suspected. This device has been explanted and is no longer in service. No adverse patient effects were reported. This device has since been received for analysis and the investigative results are as enclosed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine follow up the device's battery longevity had changed from 12 years to 6 months remaining within 6 months from the previous follow up. Premature battery depletion was suspected. This device is currently still implanted and still in service. No adverse patient affects have been reported. A disk analysis request has been submitted to technical services. Additional information was received from the field representative indicating the next plan of action will be decided during the next follow up. When additional information on this event is received a follow up report will be submitted.